Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 52mm abdominal aortic aneurysm. Vessel morphology at implant was reported as the proximal aortic neck was 20mm in diameter and 18mm in length. Degree of angulation was 45. During follow up a CT identified a type ia endoleak. The physician performed an intervention where another manufacturer¿s anchors were used and a 28mm cuff was also added. The endoleak was resolved. The physician attributed the event due to disease progression. No additional clinical sequelae were reported and the patient is doing fine. Review of pre-implant images revealed that the patient¿s proximal neck diameter was 20mm just below the renal arteries, and measured 10-20mm in length. The neck was angulated approximately 50deg maximum and contained areas of calcification. The max flow lumen aaa diameter measured 40mm. The distal aortic diameter was 2cm and was lined with calcification. The iliac arteries were calcified. Images 4 months post-implant revealed that the bifurcate was positioned just below the renal arteries. The proximal stent graft od was 22mm, and there is less than 1cm of remaining proximal neck length. The proximal neck and aortic body are angulated 60deg a-p to the iliac limbs. The max diameter aaa was 5cm, and there is a likely proximal type I endoleak coming from the posterior side of the proximal neck. The ipsi limb was positioned within the left common iliac artery and the contra limb into the right common iliac. Both limbs are patent. The exact cause of the proximal type I is unknown. However, it likely that disease progression (short and dilated proximal neck) may have contributed. Images during and post-intervention of the cuff and anchors were not returned.